Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer, at this time, for evaluation. Device not returned.

Event description:
Per (B)(6) report and pt's self-report, pt stated that she has had several previous central venous catheters. She reported that she immediately experienced severe pain and breathing issues post implantation. It was allegedly revealed when the line was removed that pt had reportedly developed sepsis.